Event description:
It was reported to philips healthcare that during testing, the heartstart mrx experienced a problem delivering shocks. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.